Event description:
It was reported to target that during a liver pathology procedure, while trying to manipulate the guidewire, it was noticed that the movement of the proximal end of the wire did not correspond to the distal movement. Upon withdrawal it was noticed that the wire had fractured. The fractured portion was removed with a tracker-18 microcatheter. The pt did not have injuries or additional complications as a result of this event.